Event description:
The surgeon attempted to implant an aq2010v silicone three piece lens but the haptic bent as it was being ejected. There was no patient contact or injury. The nurse stated it was unknown as to why the haptic bent. An msi-pm injector and an aq cartridge fp were used but the nurse was unable to recall the lot numbers.